Event description:
It was reported that there was gradual and persistent impedance increase which does not stabilize and also shows high thresholds on the right ventricular (rv) lead. The pace/sense (p/s) portion of the rv lead was explanted and replaced. The high voltage remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6)-2014, rv impedance measured 1843 ohms and is gradually rising. Rv capture threshold is high at greater than 2.5v since (B)(6)-2013. Output programmed to 5v and 1.0ms.